Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl or read as "high" on the cgm. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. There were additional occlusion issues, and customer technical support transferred the caller for follow-up assistance.